Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device involved during procedure: gore introducer sheath.

Event description:
In 2009, this patient was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After implantation of the trunk-ipsilateral leg component, the physician had difficulty cannulating the gate which required additional attempts. The physician advanced the gore introducer sheath and felt resistance but was able to continue; however, the trunk-ipsilateral leg component moved proximally approx 2cm covering both renal arteries. The physician was able to pull the trunk-ipsilateral leg component device back down and the renals were patent and uncovered. While advancing the gore introducer sheath and contralateral leg component, the physician felt resistance and the trunk-ipsilateral leg component was pushed proximally approx 1.5cm. The physician pulled the device back down again, covering approx 75% of the left renal ostium. The physician elected to anchor the trunk-ipsilateral leg component with ballooning. The physician deployed the contralateral leg component and a 7x18 express boston scientific stent was placed to maintain patency of the left renal artery. The patient tolerated the procedure.